Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
A 46 year old male with acute myocardial infarction and cardiogenic shock presented for impella support. The user facility reported the patient experienced an access site bleed during impella support. The patient was given three units of packed red blood cells (prbc) to treat the noted bleed/ooze. Patient support continued following the event.